Event description:
The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address the issue and received assistance from technical support to update basal rate settings. Customer was also advised to consult with a healthcare provider for any further setting adjustments, and they acknowledged this advice.